Manufacturer narrative:
Section d6a: correction. The heartmate 3 system controller is not an implantable device. An implant date was submitted in error on the initial report. Manufacturer investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. The provided information indicated that backup battery fault alarm resolved when the battery was replaced. There were no pictures or additional documents provided. System controller, serial (B)(6), was not returned for analysis and is still in use. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery fault alarms resolved. The device operated as expected. The patient was noted to be doing well and was scheduled for routine follow up.

Event description:
The patient was seen in the emergency room due to "call hospital contact" alarm being present on controller screen. Device interrogation noted a backup battery fault alarm. The site replaced the internal battery. No further information was reported.